Manufacturer narrative:
Sample is being retained by risk management.

Event description:
It has been reported to us that the patient had a temporary pacing electrode placed in the cardiac cath lab. When patient was sent back to ICU a health care worker inadvertently hooked up an IV to the balloon port of the tpe. The balloon burst in the patient and some material from the balloon was thought to have been lost in the patient. There is no report of patient injury and device is not being returned for evaluation.